Event description:
Customer reports the softclix lancet will not retract. Customer states she accidentally stuck her finger while attempting to remove the lancet by hand. No med treatment required. The customer did not provide the location where the malfunction occurred. No adverse event reported. The malfunction was confirmed upon evaluation by the MFR. Requested return of suspect device and replacement was sent. Softclix lancet lot number unk. Softclix lancet lot number unk.

Manufacturer narrative:
The suspect product is the softclix lancet.